Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a tricli procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3 on a patient with pacemaker leads. A triclip xtw was inserted and deployed on the tricuspid valve. A second clip, a triclip, was then inserted and advanced to the right ventricle (rv). However, difficulties visualizing the clip occurred, and while in the rv, the second clip became stuck between the lead and chordae. Troubleshooting was performed, and the clip was able to be freed. However, it was observed that a chordal rupture occurred. Therefore, the clip was removed and replaced. To treat the chordal rupture, a third clip, a triclip, was then inserted and implanted next to the first implanted clip. The mr remained at a grade of 3. It was noted that the chordal rupture was fixed, but not completely. There was no clinically significant delay in the procedure. Post procedure, the patient was reported to be doing well and discharged to home.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a tricli procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3 on a patient with pacemaker leads. A triclip xtw was inserted and deployed on the tricuspid valve. A second clip, a triclip, was then inserted and advanced to the right ventricle (rv). However, difficulties visualizing the clip occurred, and while in the rv, the second clip became stuck between the lead and chordae. Troubleshooting was performed, and the clip was able to be freed. However, it was observed that a chordal rupture occurred. Therefore, the clip was removed and replaced. To treat the chordal rupture, a third clip, a triclip, was then inserted and implanted next to the first implanted clip. The mr remained at a grade of 3. It was noted that the chordal rupture was fixed, but not completely. There was no clinically significant delay in the procedure. Post procedure, the patient was reported to be doing well and discharged to home.